Manufacturer narrative:
The beckman coulter field service engineer (fse) evaluated the instrument and replaced the collar wash vacuum valve to resolve the issue. Instrument resumed operation. (B)(4).

Event description:
The customer reported that their unicel dxc 800 synchron clinical chemistry system leaked under the collar wash "a" and generated blank rate high. The customer found 20 dirty cuvettes and indicated that the collar wash vacuum valve failed to operate properly. The leak was contained to the instrument. The operator wore gloves while troubleshooting. No one was injured or exposed. No erroneous results were generated.